Manufacturer narrative:
There was no device returned to olympus for evaluation. The cause of the patient¿s outcome cannot be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual warns users that "whenever possible, avoid contacting the shaft other than the grasping section to the tissue, as the temperature of the shaft can become elevated and could cause unintentional burns. Only the grasping section should come in contact with the tissue."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (t lh) the patient sustained a burn on the colon, as the doctor rested the shaft of the hand piece on the patient¿s bowel. The portion of the shaft that was resting on the bowel was ¿several inches¿ from the distal end. The doctor noticed the bowel was blanched (as if by cauterization) when he lifted the shaft. A colectomy was performed on the patient. The current condition of the patient is unknown.